Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 08-nov-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Essure implants were inserted immediately before novasure ablation. Insertion to the right side was remarkably painful. After insertion she got different kind of symptoms which were escalated so that she went to a gynecologist appointment to consider essures removal in (B)(6) 2016. She has listed and enclosed all her symptoms which started after essure insertion. In (B)(6) 2015 the consumer experienced painful insertion to the right side, heavy and painful swelling of abdomen / swelling on abdomen, heavy and painful swelling of abdomen / swelling on abdomen, pressure feeling in hip on the right, feeling of nausea, and heavy heartburn. In (B)(6) 2015 the consumer experienced metallic taste in mouth, bullous eczema behind ears, vertigo, increased weight (moderate, (B)(6) after insertion), problems in digestion, and tiredness of legs. In (B)(6) 2016 the consumer experienced swelling of legs, nervous symptoms in legs, skin sensations, and tiredness. In (B)(6) 2016 the consumer experienced pains after eat, penetrating pain from right hip upwards and downwards, full and pain feeling in costal arches, strong itching and warmth in soles and heels / warmth and itching in palms, cramps in calves and femurs, and tinnitus in both ears. In (B)(6) 2016 the consumer experienced intrinsic root infection during 6 months noticed by dentist and confirmed by imaging, bilateral plantar fasciitis (pain in heels (incapacitating) / pain in sole), strong hair loss, heavy weight increase ((B)(6) during a month), diarrhea for 4 weeks, sharping pains in hip, especially in right, worsen during ovulation and menstruation, sharping pains in hip, especially in right, worsen during ovulation and menstruation / joint pain in left knee and right hip, pain during sexual intercourse, sharping pains in hip, especially in right, worsen during ovulation and menstruation, bullous eczema in scalp, bullous eczema in scalp, fast cavitation of teeth / exceptionally fast caries, itching of skin, especially in scalp, burping, and flatulence. In an unspecified date the consumer experienced ovulation pain and therefore the consumer was hospitalized, massive pains in pelvic area, serious fatigue, burning joint pains in lower limbs, abscessed eczema in scalp, and remarkable heavy smelly sweating. Most incapacitating symptoms were serious fatigue (about 2-3 hours awake, then have to sleep), massive pains in pelvic area, burning joint pains in lower limbs, bilateral plantar fasciitis, ovulation pain (resulted in hospitalization, no response even for opiates) and heavy and painful swelling of abdomen. Moreover she has suffered from strong hair loss, abscessed eczema in scalp and remarkable heavy smelly sweating. No reason for symptoms has been found despite of wide imaging- and laboratory tests, she has completely healthy. All these symptoms disappeared totally for example sweating, joint pains, plantar fasciitis and abscessed eczema in scalp during 48 hours from procedure and the rest listed symptoms now when 8 days has gone from the procedure. She can be without pain killers now for the first time since jun even she has been just performed a big operation. Additionally the physician who inserted essure for her had unaware of that after essure insertion ablation was not allowed. The patient says that the physician had not received enough training to safely insert or remove the essure, the physician risked the patient health during insertion and the physician menaced to risk her health during removal. Since (B)(6) 2016 the symptoms caused her to be unable to work and hospitalization for a week due to pain. Essure were removed on (B)(6) 2016 by hysterectomy and fallopian tubes removal and after that her symptoms disappeared. Correction (08-nov-2016) following company internal review: the events bullous eczema behind ears, bullous eczema in scalp and abscessed eczema in scalp were upgraded. Company causality comment: a female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced massive pains in pelvic area and she was hospitalized due to ovulation pain. A hysterectomy was performed and fallopian tubes and essure were removed. Both event are regarded as anticipated according to the reference safety information for essure. As pelvic pain / general pain may occur with essure therapy and no alternative explanation was given, a causal relationship between the events with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious events (unanticipated and unrelated to essure) and several non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation of ptc received on 20-dec-2016: ptc global number (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. In this particular case a search in the database was performed on 21-dec-2016 for the following meddra preferred terms: pt: pelvic pain: the analysis in the global safety database revealed (B)(4) cases; pt: ovulation pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: a female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced massive pains in pelvic area and she was hospitalized due to ovulation pain. A hysterectomy was performed and fallopian tubes and essure were removed. Both event are regarded as anticipated according to the reference safety information for essure. As pelvic pain / general pain may occur with essure therapy and no alternative explanation was given, a causal relationship between the events with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious events (unanticipated and unrelated to essure) and several non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.